Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device diagnosed a vt for an episode of a svt, and undersensed atrial fibrillation. Programming changes were made and the patient will continue to be monitored.